Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that they saw an elective replacement indicator (eri) message and were dissatisfied with the ins longevity. The caller said their settings are 4.50 and 4.80. It was reviewed how the settings affect longevity. The caller stated their implanting physician told them they had seen ins batteries sometimes last 1.5 years, 1 year, or 8 months. The caller was redirected to their healthcare provider (hcp) to discuss replacement options. No patient symptoms or further complications were reported as a result of this event.